Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional analysis of the returned device was performed on 25jul2023. Upon investigation, it was discovered that there is evidence of adhesive on the clear tray of the package. Therefore, the seal was not missing. There is no evidence to suggest that the observed packaging damage would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as the device did not make patient contact. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
On 14jun2023, the complaint device thal-quick chest tube set was returned to cook for device failure analysis. Upon visual inspection of the returned complaint device, the packaging of the device was noted to be unsealed. No damage to the device inside the packaging was observed. No patient contact has been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone:(B)(6); g4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.